Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. A potential adverse event with the penumbra system include vessel spasm, which is included in the labeling. Therefore, it was determined that the reported event was an anticipated complication. Vessel spasm is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that this report is associated with the following MFR report numbers: 3005168196-2015-00934, 3005168196-2015-00935, 3005168196-2015-00936, 3005168196-2015-00937. The device was not returned.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system 5max reperfusion catheter (5max), a penumbra system 3max reperfusion catheter (3max), a penumbra separator flex 054, a penumbra system 4max separator and a penumbra system reperfusion catheter 041. During the procedure, the patient experienced vasospasm of the right cervical ica; however, the procedure completed successfully. There is a probable relationship between the penumbra devices and the vasospasm however there is a definite relationship between the vasospasm and the angiographic procedure. Post procedural analysis showed no evidence of complications to the patient.